Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted on (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was oversensing r waves and undersensing p waves. The lead was capped and replaced. No patient complications have been reported as a result of this event.